Event description:
It was reported that there were loa ma errors which rendered the system unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative evaluated the system and placed a new x-ray tube on order, but no conclusion can be drawn as further repair information is not available.